Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatics module was replaced to address the issue. The module was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the replaced part was performed. The reported event was not replicated, and the pneumatics module performed as intended. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic cutter did not cut during surgery, heard rattling noise from the console. No error message was displayed. Additional information received stating that the ophthalmic console pneumatics was not functioning and there was no cautery and vacuum. The surgery was completed after replacing the ophthalmic console with another one with no patient harm.